Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. It was reported that 48 hours after spaceoar placement the patient experienced severe dysuria. The patient described that the dysuria disappeared after evacuation of elongated pasty structure. One week later a magnetic resonance imaging (MRI) was performed and it showed 6 cm hydrogel in the perirectal space. The patient condition was reported to be stable. On october 4, 2021, additional information received stating that the procedure was done under general anesthesia. There was a possible injection of the hydrogel into the urethra wall. The dysuria disappeared after a thin cylinder of hydrogel was evacuated with urine. The patient received radiation therapy. The patient is reported to feel good and had dysuria for two days.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6), 2021. It was reported that 48 hours after spaceoar placement the patient experienced severe dysuria. The patient described that the dysuria disappeared after evacuation of elongated pasty structure. One week later a magnetic resonance imaging (MRI) was performed and it showed 6 cm hydrogel in the perirectal space. The patient condition was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.